Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010, the plaintiff was implanted with a non-ams device and that on an unk date, implanted with an "unk sui product" to "treat her pop and sui." The plaintiff's attorney alleged that plaintiff "suffered serious bodily injuries, including extreme pain, recurrent infections, erosion of her internal tissues, urinary problems, dyspareunia and other injuries." The plaintiff's attorney also alleged the plaintiff "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures and she has sustained permanent injuries."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. The type of mesh device was not specified.